Event description:
On (B)(6) 2011 suspected fibrosis on the ventricular lead siello s 60 biotronik (serial number (B)(6) located at the apex of the ventricular, active with a retractable screw): the checking of the pm showed a worsening of the stimulation at 2.7v with a modified detection from 350 ohms to 720 ohms. The detection is correct at 11.6 mv. Therefore another check of the device is scheduled on (B)(6) but no corrective action done. (B)(6)hospital, france. Dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).